Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: upon confirmation from sales rep via phone, the surgeon confirmed that no patient harm occurred (no bleeding) as a result of the event. Patient is doing ok after surgery.

Event description:
It was reported that cdh29a was used by the surgeon for anterior resection. After the stapler was fired, they thought all the staplers was fired. But the purse string broke. When he tried removing the stapler, the surgeon was unable to do so. The gut was stuck to the stapler. He had no choice but to cut the gut again to remove the stapler. Patient is doing okay after surgery.

Manufacturer narrative:
(B)(4). Batch # r5905x. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.